Manufacturer narrative:
This report is submitted on december 19, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, surgery (date not reported) to implant the patient with a new device was unsuccessful due to the absence of device parts from the surgical kit. Reimplantation is planned but has not yet occurred as of the date of this report.